Manufacturer narrative:
Evaluation summary: device a was returned with the right jaw over twisted. A functional test could not be performed, as there were no clips returned on the device. The lockout was broken to examine the jaw alignment. A preliminary investigation has been initiated to address the root cause of the over twisted jaws. Device b was returned in good visual condition. The instrument was cycled, fed and formed the remaining ten clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a urology procedure, the clips fell out of the ratchet mechanism. The clips did not fall into the patient. The procedure was finished with another like device. There was no adverse patient consequence.